Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high patient results generated for ise (ion selective electrode) na (sodium), potassium, and cl (chloride). The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800. While onsite the customer initially reported calibration failure. But then later reported ise patient results were high. The fse inspected the buffer valves and identified that two (2) buffer valves were defective leading to insufficient dispensing of buffer solution. The fse replaced the two buffer valves to resolve the issue. No further issue was noted after part replacement. The instrument returned to normal operation. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).